Event description:
It was reported that when using the bd pyxis¿ es server had all station on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. E.1 initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, a technical support specialist (tss) worked on the server and ran the server downtime, external received message, verified that messages were crossing in real time, and no issues were found. The tss confirmed with the customer that this was a meditech issue and was resolved by the customer. The system functioned as intended after the technical support specialist verified the device.